Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant (+) serum vs. (-) serum urine qualitative test results obtained from the icon 25 test kit. Patient treatment was not impacted by this event.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's technical service center to request assistance with ending therapy in fill 1 of 5, fill volume 87ml. The home patient (hp) stated he connected himself after the initial drain had already started and he drained off. The hp stated when the fill started he noticed a lot of air bubbles. The hp disconnected himself and needed assistance with getting the set out. The technical service representative (tsr) assisted the hp to cycle power off/on and then end therapy to remove the set. The tsr had the hp power the hc back off then on. The hp was then ready to set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was use error. The patient stated she connected after initial drain had already started. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.